Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports the upper jaw blade broke off in patient. Item not coming back at this time. No injury reported to dealer. Customer reporting incident to FDA. Customer forwarded med watch (no identification number) that reports the surgical procedures being performed on (B)(6) 2013 were lysis of epidural adhesions from prior l4-l5 lumbar laminectomy; complete bilateral foraminotomy l4-l5 and removal of residual lamina from l4-l5; (3) pedicle screw and rod stabilization bilaterally with trios stryker pedicle screws l4-l5; (4) interbody fusion with autologous bone graft infused bmp and cortical stryker unlift spacer l4-l5; (5) epidural fat graft. During procedure the surgeon used a narrow pituitary rongeur to enter the disc space. The second time the pituitary rongeur was opened, the upper jaw broke off into the interspace. Add'l various other instruments, curettes, other pituitaries, reamers and an awl were used to clean the disc material and separate the collapsed vertebrae. The c-arm fluoroscope was brought back due to not being able to see or feel the remaining portion of the pituitary rongeur. It was seen in the superior endplate. Curettes were used to try and remove it. It was completely imbedded in the cartilaginous plate and unable to dislodge it. It was felt to be safer just to leave it in this position as it was solidly imbedded. It was not going to go anywhere. Enlarging the disc space to get enough room to get it out would just simply lead to some more instability and perhaps more problems. The interspace space was then packed with the infused bmp sponge.